Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, infection, urinary tract infections, emotional distress, product problem and other unspecified injury. It was also reported that the plaintiff experienced urinary retention. On (B)(6) 2011, the plaintiff underwent a revision surgery to divide the sling at the midline. Furthermore, it was reported that the plaintiff died. No cause of death was reported.